Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the return of the product. The liner was returned and evaluated. Upon visual inspection there is damage to the scallops. No other visible damages were observed. These damages were likely caused during an attempt to seat the liner with the shell. Dimensional analysis cannot be performed as the liner was impacted. Device history record review was reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk, g7 shell, lot # unk.

Event description:
It was reported that during a procedure, the liner would not seat into the shell. Attempts have been made and no further information has been provided.